Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump had unexpected restart. A cold reset was performed. Customer's blood glucose value was 141 mg/dl at the time of the incident. Troubleshooting was performed. Customer also stated that they were able to clear the alarm and were able to complete the insulin pump rewind. The customer stated that the alarm did not happened after replace a battery. Customer stated that the error occurred during the normal insulin pump use. Customer stated that this was the first time that the customer received an error. The device will not be return for analysis.

Manufacturer narrative:
Device passed the displacement, unexpected restart error test and self test. No unexpected restart error noted during test.